Event description:
It was reported that the device was used during a colostomy takedown with resection. The ancillary trocar broke off inside the anvil. The otomy was reopened and another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/31/2008. Info anticipated, but unavailable at this time.